Manufacturer narrative:
Additional information: b5, d6a, d6b.

Event description:
It was reported that (B)(6) 2015, a 23mm sjm trifecta valve was implanted. During 6 year follow-up appointment aortic regurgitation was noted. On (B)(6) 2021, a valve in valve was scheduled to be performed however it cannot be confirmed. The patient status prior to procedure was stable. Additional information was requested but cannot be provided.

Manufacturer narrative:
An event of aortic regurgitation was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that in (B)(6) 2015, a 23mm sjm trifecta valve was implanted. During 6 year follow-up appointment aortic regurgitation was noted. A valve in valve is anticipated but due to the hospital training it has not been scheduled. If a valve in valve does not occur on (B)(6) 2021, a explant procedure will be performed instead. The patient is currently in stable condition. Additional information is pending.